Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation of this system, an alert had been generated to check the right ventricular (rv) lead. A review of the daily measurements noted pacing impedance measurements had steadily increased from 750 ohms to greater than 2000 ohms. Isometrics produced some farfield oversensing but no noise was noted. Threshold measurements were elevated and there was no capture. The device was reprogrammed to maximum output. A lead fracture is suspected. A revision procedure was performed and the associated lead was removed from service and replaced. No adverse patient effects were reported.